Manufacturer narrative:
(B)(4). This device product is not sold in the us. A similar product is sold in the us.

Event description:
The customer reports that the clinician had difficulty in advancing 80cm marked guidewire into PICC during procedure preparation. On inspection they report the catheter looks 'pinched' and is slightly bent.

Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR was sent in error.

Event description:
The customer reports that the clinician had difficulty in advancing 80cm marked guidewire into PICC during procedure preparation. On inspection they report the catheter looks 'pinched' and is slightly bent.